Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead, the lead initially exhibited stable thresholds, but after the lead was connected to the device high thresholds were noted. It was also observed that initial impedance readings through cables was within limits, after waiting a few minutes and reassessing, high pacing impedance was noted via cables and then through the device. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.